Manufacturer narrative:
Device evaluation: the device was returned for investigation to the manufacturing site. Chemical test for the returned sample was conducted. The test result showed it met product specification. Microbial testing was not conducted because the returned product was opened and used. Manufacturing records review: a review of the manufacturing records was performed and there were no related non conformances or related observations found during the review that were related to the complaint. All testing items were completed, accepted and met specifications for product release. Based on historical reviews there is no indication of a product malfunction. Alternative report identification number (B)(4). All pertinent information available to johnson and johnson vision surgical, inc. Has been submitted.

Event description:
A female patient reported experiencing irritation with the use of complete revitalens. She went to the hospital and the doctor diagnosed a corneal scar. She saw an ophthalmologist and received the following 2 eye drops: fluorometholone and levofloxacin hydrate. At the time of the patient's call, she reported that the irritation and corneal scar had resolved. No further information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.